Manufacturer narrative:
Investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited elevated high voltage lead impedance values. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the distal portion measuring 54.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information noted that the patient presented in the emergency room after receiving a patient notifier for elevated high voltage impedance values. A chest x-ray was performed on (B)(6) 2019 and the lead was noted to have been fractured on the right ventricular high voltage coil. The patient was not symptomatic to the event and was stable throughout the procedure.